Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The vascular access site was obtained via the left femoral artery. The 80% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The 2.50mm x 20mm promus element stent was advanced but was not able to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned with the balloon protector covering the stent and the mandrel inserted. The balloon protector was removed and a visual examination found distal stent damage. The most distal row of stent struts were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).